Event description:
It was reported that during a da vinci s prostatectomy procedure the right master tool manipulator (mtmr) gimbal came apart due to a loose screw. The surgical procedure had been in progress for 30 minutes when the surgeon decided to abort, close the patient and reschedule the procedure for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluding that the issue experienced by the customer was associated with a loose set screw located on the right master tool manipulator (mtmr) gimbal. The mtmr gimbal is a subsection of the complete mtm arm, consisting of links associated with the five axes of motion closest to the surgeon's hand. These axes measure the orientation of the mtm handle and the mtm grip angle. The gimbal is separated from the rest of the mtm by removing the platform link from the forearm link. The system was repaired by replacing the right mtm gimbal. The mtmr gimbal was returned to isi for evaluation. Engineering determined that a misalignment in the assembly of the mtmr gimbal caused the set screw to become loose. As of (B)(4), 2009, there have been no reported recurrences of the issue at this hospital.